Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) output connector assembly was broken. It was also indicated that four case screws were contaminated. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator's (epg) ventricular clip was damaged. The epg was returned for repair and testing and calibration. There was no patient involvement.